Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was increased high voltage lead impedance (hvli) noted on the right ventricular (rv) channel. The suspected cause was a loose set screw due to the device being recently implanted. A surgery was performed to check the connection and there was no issue with the set screw or connection noted. It was then suspected that the increased hvli was due to a competitor rv lead. No further intervention was performed and the patient was stable with no consequences.